Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. A reflexion spiral catheter was used to create geometry in the left atrium; however, the catheter appeared to take a different route within the left superior pulmonary vein than was seen on the CT image of the vein. The catheter was not able to be manipulated to any other area so it was pulled back from the vein and then left atrial geometry was able to be successfully completed. At this time, a gap in the left atrial geometry and the geometry that was initially created near the left superior pulmonary vein was noted, indicating the catheter may have been outside of the left atrium. No effusion was noted, other than a trace effusion that was present prior to the procedure. The procedure was continued; however, approximately 30 minutes later, the patient became hypotensive and images from an ice catheter revealed a growing pericardial effusion. The procedure was terminated and the patient was transferred the ICU for monitoring. A pericardiocentesis was performed later and the patient was transferred to surgery to successfully repair a perforation located in the left atrial appendage. This perforation correlates to the area in the heart where the physician felt the catheter may have been outside the left atrium. There were no alleged performance issues with any sjm device.

Manufacturer narrative:
(B)(4). One reflexion spiral catheter was returned for evaluation. Visual inspection revealed bends in the shaft of the catheter 1.26" and 4.46" proximal to the spiral loop/gray shaft transition. The results of the investigation concluded that the spiral loop and shaft deflected but no longer met specifications due to the bends to the gray shaft. A review of the device history record was not possible since the batch number was unavailable. The cause of the gray shaft damage is consistent with damage during use. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.